Event description:
Customer reported a patient sample with anti- e failed to react with e positive heterozygous cell on 0.8% resolve panel b lot # vrb204. Increased incubation time also gave a negative result. Homozygous cells gave weak positive results. According to customer, sample in question had positive reaction with 0.8% selectogen screening cell (1+ reaction). Customer had initially used 0.8% resolve panel a for identification and obtained weak positive reaction with the homozygous cell and a negative result for the heterozygous cell. Customer performed phenotype for sample in question and reported e-negative. Customer stated qc was acceptable. Customer does not have sample for return.

Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4). Report 4 of 5.